Event description:
It was reported that during the surgery there was a hot smoke smell. There was smoke from the controller, it was also hot. A backup device was used to complete the surgery. No delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of burnt smell was confirmed. Product failed functional testing with a short circuit error. Cause of errors is a shorted electronic component on the main digital pcb. Burnt smell was caused by a burnt resistor on main pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a burnt electronic component on the main digital pcb. Potential factors of the electrical damage to components on the main pcb include plugging in a wet or shorted out handpiece. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the surgery there was a hot smoke smell. There was smoke from the control box, not the controller although it was also hot. A backup device was used to complete the surgery. No delay or patient injury reported.